Event description:
This report is based on information provided by a field service engineer and is being investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the adapter for the power charger has a damaged pin. This issue was discovered while not in use.